Event description:
A malfunction alarm was reported on the pump. There was no reported impact to the customer¿s blood glucose level. The customer worked with technical support to reset the pump, which resolved the issue, allowing the customer to continue using the pump. Technical support advised the customer to call back if the malfunction code recurred, and the customer acknowledged these instructions. No further action was needed as insulin delivery was successfully resumed.